Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 coils from an essure device overlie the mid and left aspect of the sacrum.'), device dislocation ('migration of the essure inserts/ migration of essure device-location of device/migrated to sacrum') and embedded device ('essure device found fully embedded within the wall of the myometrium of the uterus (partial expulsion of device coded elsewhere)') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, low blood pressure, amniotic fluid volume decreased, fetal distress, multigravida, parity 3 and hives. Concurrent conditions included headache, vasectomy, menstrual disorder, anemia, paratubal cyst and perineal pain. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced chloasma ("rashes or skin conditions type: melasma"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy/ pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, 1 year 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure device found fully embedded within the wall of the myometrium of the uterus (embedded device coded elsewhere)"), von willebrand's disease ("autoimmune disorder type of disorder: blood- vwd/ blood or heart disorder/condition type: vwd"), anaemia ("severe anemia"), alopecia ("hair loss"), back pain ("back pain") and complication of device removal ("(B)(6) informed plaintiff that they only able to remove one coil"). The patient was treated with surgery (B)(6) 2018 second coil removed-migrated to sacrum., uterus and cervix, total hysterectomy and one coil removed. Salpingectomy (bilateral removal of fallopian tubes),second coil removed-) and blood transfusion. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, genital haemorrhage, pregnancy with contraceptive device, fatigue, von willebrand's disease, chloasma, migraine, headache, anaemia, nausea, tooth disorder, vaginal discharge, alopecia, back pain and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anaemia, back pain, chloasma, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: (B)(6) 2018(one coil removed), bilateral salpingectomy- due to complication, drs were only able to remove one coil. But both fallopian tubes. Findings: 4 right, 2 left discrepancy noted for plaintiff state of residence previously reported as tonopah and now reporting as az. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right.; on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Imaging procedure - on (B)(6) 2017: result: unilateral occlusion (left tube occluded). Ultrasound scan vagina - on (B)(6) 2017: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right.. X-ray - on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received event " essure device found fully embedded within the wall of the myometrium of the uterus" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 coils from an essure device overlie the mid and left aspect of the sacrum.') And device dislocation ('migration of the essure inserts/ migration of essure device-location of device / migrated to sacrum') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, low blood pressure, amniotic fluid volume decreased, fetal distress, multigravida and parity 3. Concurrent conditions included headache, vasectomy, menstrual disorder, anemia, paratubal cyst and perineal pain. On (B)(6) 2015, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine") and headache ("headache"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced chloasma ("rashes or skin conditions type: melasma"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy / pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, 1 year 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), von willebrand's disease ("autoimmune disorder type of disorder: blood- vwd/ blood or heart disorder/condition type: vwd"), anaemia ("severe anemia"), alopecia ("hair loss"), back pain ("back pain") and complication of device removal ("dr. (B)(6) informed plaintiff that they only able to remove one coil"). The patient was treated with surgery on (B)(6) 2018, second coil removed-migrated to sacrum and one coil removed. Salpingectomy (bilateral removal of fallopian tubes), second coil removed-). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pregnancy with contraceptive device, fatigue, von willebrand's disease, chloasma, migraine, headache, anaemia, nausea, tooth disorder, vaginal discharge, alopecia, back pain and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anaemia, back pain, chloasma, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: om (B)(6) 2018 (one coil removed), bilateral salpingectomy due to complication, drs were only able to remove one coil. But both fallopian tubes. Findings: 4 right, 2 left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right; on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Imaging procedure: on (B)(6) 2017: result: unilateral occlusion (left tube occluded). Ultrasound scan vagina: on (B)(6) 2017: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right. X-ray: on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs and mr received. New reporters were added. Removal date added. Outcome of the events abnormal bleeding, dysmenorrhea and dyspareunia were updated. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 coils from an essure device overlie the mid and left aspect of the sacrum.') And device dislocation ('migration of the essure inserts/ migration of essure device-location of device/migrated to sacrum') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, low blood pressure, amniotic fluid volume decreased, fetal distress, multigravida and parity 3. Concurrent conditions included headache, vasectomy, menstrual disorder, anemia, paratubal cyst and perineal pain. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced chloasma ("rashes or skin conditions type: melasma"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy/ pregnancy (with complications)"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, 1 year 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), von willebrand's disease ("autoimmune disorder type of disorder: blood- vwd/ blood or heart disorder/condition type: vwd"), anaemia ("severe anemia"), alopecia ("hair loss"), back pain ("back pain") and complication of device removal ("dr.s informed plaintiff that they only able to remove one coil"). The patient was treated with surgery ((B)(6) 2018 second coil removed-migrated to sacrum. And one coil removed.salpingectomy (bilateral removal of fallopian tubes),second coil removed-). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pregnancy with contraceptive device, fatigue, von willebrand's disease, chloasma, migraine, headache, anaemia, nausea, tooth disorder, vaginal discharge, alopecia, back pain and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anaemia, back pain, chloasma, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: (B)(6) 2018(one coil removed), bilateral salpingectomy- due to complication, drs were only able to remove one coil. But both fallopian tubes. Findings: 4 right, 2 left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right.; on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Imaging procedure - on (B)(6) 2017: result: unilateral occlusion (left tube occluded). Ultrasound scan vagina - on (B)(6) 2017: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right.. X-ray - on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts/migration of essure device"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and pregnancy with contraceptive device ("unexpected pregnancy/pregnancy (with complications)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. (B)(6) informed plaintiff that they only able to remove one coil" and device ineffective "device ineffective". The patient's medical history included anemia, low blood pressure, amniotic fluid volume decreased, fetal distress, multigravida and parity 3. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine and headache. In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), von willebrand's disease ("autoimmune disorder type of disorder: blood- vwd/ blood or heart disorder/condition type: vwd"), chloasma ("rashes or skin conditions type: melisma"), anaemia ("severe anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain. The patient was treated with surgery (one coil removed. Salpingectomy (bilateral removal of fallopian tubes) - due to complication). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, fatigue, vaginal haemorrhage, menorrhagia, von willebrand's disease, chloasma, migraine, headache, anaemia, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anaemia, back pain, chloasma, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: (B)(6) 2018(one coil removed), bilateral salpingectomy- due to complication, drs were only able to remove one coil. But both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right.; on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Ultrasound scan vagina - on (B)(6) 2017: failure to occlude (close) fallopian tubes, migration of essure device, failure to close tube on the right side. The left side was successful not the right. X-ray - on (B)(6) 2017: positive free intraperitoneal spillage involving the right fallopian tube. Successful essure placement on the left. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received : new events, "abnormal bleeding (general), pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: blood- vwd, rashes or skin conditions type: melisma, migraines / headaches, blood or heart disorder/condition type: vwd & severe anemia, migration of essure device, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, hair loss, back pain" were added. Outcome of pregnancy, "live birth, child not healthy" was added. Onset dates of events were added and updated. Reporter information was updated. New reporter information was added. Patient's demographics were added. Product indication was updated. Medical history was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.